Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load insulin into the cartridge. The syringe needle was changed and the cartridge was successfully loaded. Blood glucose was not reported to be impacted.